Manufacturer narrative:
The thermogard console (sn unknown) involved in the reported complaint will not be returned for evaluation because the hospital biomed cleaned the condensation and performed a functional test of the console. The thermogard console passed the functional test without any error and performed as intended. Therefore, service was not required to be performed by zoll. The thermogard console was placed back for clinical use. Serial number of the thermogard console is unknown.

Event description:
Initially, the customer reported the complaint of the saline bag empty and suspicion of the leaking catheter. Per the reporter, the catheter was replaced. However, based on the follow-up response from the customer, there was no leak on the start-up kit (suk) tubing or the catheter. Per the customer, during the cooling maintenance phase of ivtm therapy, the thermogard console (sn unknown) had a condensation issue and the treatment was continued using another thermogard console. No consequences or impact to the patient.